Event description:
It was reported that the patient (pt) reported they got the software problem 1-intellis, 2-3. 6, 3-58, 4-qf-new message on their controller. Patient stated they tried resetting the controller but that did not resolve the issue. Patient reported that their controller had gone blank and unresponsive. Agent walked patient through a controller reset; patient stated that the controller did not power back on. Agent had the patient plug into the ac power supply cord; patient stated that the controller powered on and displayed memory problem. Agent had the patient reset the date and time; patient noted that shortly after they got the batteries empty recharge implanted neurostimulator message. Agent advised the patient to charge their implant and reviewed the software problem message. The troubleshooting steps that were taken on the call resolved the issues. The patient called back and reported they were having issues charging the implanted neurostimulator and the issue began a while ago. Patient mentioned previously reported issues and that the issue was fixed but that the same night they got software problem message again, they reset the controller and it seemed to work but it was very slow charging. Patient said they were charging slowly and it was taking an hour to charge 10%. During the call patient did not see any damage to the recharger and confirmed the controller was charging from the ac power supply.  Patient plugged the controller into the wall without the battery and the controller powered on. Patient put the battery back into the controller, controller 50% and implant low. Patient was able to start a charging session with excellent charging quality. Agent reviewed that external equipment is working as intended and redirected pt to hcp to meet with a rep to inspect implant. The patient called back and mentioned their ins device and external equipment was still not working for them. Pt reiterated details of case and said they tried charging today and got 10% charge in their ins in the span of 1 hour and then pt said they got software problem - 1. Intellis, 1. 3.6, 3. 243, 4. Qf_port. Pt said the ins took forever to charge. During the call, pss helped pt reset controller and pt began charging ins. Pt maintained excellent charge quality for 10 minutes and the ins incremented up from 70-80%. Pss explained normal charge expectations for the ins. Controller was charged 50% and dropped to 40%. Pss explained general use guidelines for the controller. All external equipment seemed to be operating as expected. Pt was still concerned about their scs device and mentioned they would like to meet with hcp. Pss provided nas and emailed physician listings to pt. Pss also emailed repair department to replace the li battery pack door as the prong on top of the battery door was broken.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID neu_unknown (serial: unknown); product type: 0217-unknown; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient brand name neuromodulation device; product ID neu_unknown (serial: unknown); product type: 0217-unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that the circumstances that led to the stimulator not working were that it was slow to charge, software problem then device starting working again for awhile, then received software problem again. Patient received new battery back and device worked, with occasional "controller battery needs charging" message. Patient reported that issue has not been resolved and mentioned they scheduled an appointment with hcp.

Manufacturer narrative:
Patient weight obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.